Event description:
This report is to correct the initial MFR. Report that was inadvertently sent with a duplicate report #. The report was submitted via emdr on 08/21/2014 regarding a generator being interrogated and found at 0ma and was inadvertently sent with report # 1644487-2014-02047. Please correct that initial report to reflect the new number attached to this follow-up report.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
Electronic submission of this report was not possible due to a problem with the MFR's software used for emdr submissions. Method: device mfg records were reviewed. Results: review of mfg records of the lead confirmed all quality tests were passed prior to distribution. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
This report is to correct the MFR. Report # from the initial MFR. Report.

Event description:
Review of the available programming and diagnostic history showed that the vns patient¿s device was found to be disabled on (B)(6) 2014.

Event description:
It was reported that device diagnostics during device explant due to lack of efficacy resulted in high impedance (dc dc code - 7). It was reported that a lead break was clearly observed around the strain relief area. It was reported that the vns never worked for the pt. It was reported that the pt broke her neck in (B)(6) 2013 which may have contributed to the lead fracture. The explanted devices are expected to be returned for analysis, but have not been received to date.